Event description:
It was reported that: patient has had problems with her hip implant since the surgery. Patient reports that her hip implant has dislocated out of socket three times since it was implanted, the first time on (B)(6) 2012, the second time was (B)(6) 2013, and the last time was (B)(6) 2013. Patient also reports unsteadiness when on her feet because the implant does not feel that it is secure. Patient also states that when she coughs she has pain in her groin area and also complains of pain in her thigh bone. Patient is afraid to do too much walking because the hip dislocates out of socket.

Event description:
It was reported that: patient has had problems with her hip implant since the surgery. Patient reports that her hip implant has dislocated out of socket three times since it was implanted, the first time on (B)(6) 2012, the second time was (B)(6) 2013, and the last time was (B)(6) 2013. Patient also reports unsteadiness when on her feet because the implant does not feel that it is secure. Patient also states that when she coughs she has pain in her groin area and also complains of pain in her thigh bone. Patient is afraid to do too much walking because the hip dislocates out of socket.

Manufacturer narrative:
The exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, the investigation results will be provided in a supplemental report.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a left unknown stryker hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.